Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m55t9z. The analysis found that one pse60a device was returned in good visual condition and with an ecr60b cartridge reload present. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. In addition two cartridges were received. The cartridge (b) was received unfired. The reload (c) was received fully fired. As additional testing, the device was tested for functionality in the straight position with returned cartridge reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a semi-open gastrectomy, the device was fired in clamping a forceps between jaws by mistake. The device was used on the jejunum. The cartridge loaded on the device was damaged. No pieces fell into the patient. Additional suture was performed to complete the case. There were no adverse consequences to the patient. Three ecr60b will be returning. One of them was damaged cartridge.

Manufacturer narrative:
(B)(4). Corrected information: the analysis found that one pse60a device was returned in good visual condition and with an ecr60b cartridge reload present. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. The found damage on the cartridge is consistent when the device is clamped over a hard obstruction. The cartridge (b) was received unfired. The reload (c) was received fully fired. As additional testing, the device was tested for functionality in the straight position with returned cartridge reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.